Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) implant procedure non-physiological noise was observed on the right ventricular (rv) lead, however, the noise was not oversensed. It was suspected that the noise was due air bubbles, as the noise was resolving, likely due to the air bubbles dissipating. This ICD system remains in service. No adverse patient effects were reported.